Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported procedure was on (B)(6), correct? What tissue layer was the stratafix symmetric suture used on? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (starting at end or middle of incision)? Was the fixation tab intact when the suture was placed in the patient? What was the date of the patient symptoms( days post op)? Was the deep layer incision open? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What was the date of the second procedure? Was the stratafix symmetric suture explanted? If the stratafix was intact, what was the surgeon opinion of suture failure? Did the stratafix pull through the tissue as the suture was intact? If so, is it available for evaluation? What are the patent age, weight, bmi? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and barbed suture was used on the deep layer. The patient's incision later dehisced. The surgeon had to take patient back to the operating room for sterile knee, I an d and a different suture was used to close the incision. The patient was morbidly obese, which the surgeon opines may have contributed to the suture failure. Upon inspection during the I and d, the barbed suture was intact and not broken. It appears the suture slipped at both ends resulting in wound dehiscence. Additional information was requested.